Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The cgm was reading 60 mg/dl and the blood glucose reading was 20 mg/dl. She attempted to self-treat with carbohydrates. The patient experienced dizziness, anxiety, and lightheadedness. She had a seizure and broke her leg and arm. The parents called an ambulance, and she was treated with IV dextrose while on the way to the hospital. The patient said the doctor could not figure out what was happening to her, why she is getting low glucose level even though she was given 6 glucose injections. She was hospitalized for 4 days. There was no documentation of further medical intervention. At the time of the report, she was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.